Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported on 10-jan-2024. The patient's hcp increased stimulation or adjusted the ins in some way. When the patient came home there were solar storms, and during that period the patient was having headaches and not talking normally. The caller added that the patient began to have mild seizures, but they had not mentioned them to the caller. On the afternoon of (B)(6) 2024, the patient was not acting themselves and they were pushing a cart toward the shelves in walmart. The patient fell down, had seizures, and were convulsing for 5 minutes or more. The patient urinated themselves, bit their tongue, then they were unconscious (not speaking or opening their eyes). The emt came to walmart and took the patient to a local ER. While at the ER, the patient woke up and was "talking out of his head." The patient had a manic episode, noting that they were talking about the apocalypse and teleportation. The consumer stated that the patient drug them down the hall of the ER because they were "totally out of it and crazy." The caller stated that the ER gave the patient a medication to calm down, but it took 2 days for the patient to sleep because they were constantly seeing things. The consumer stated that something with the ins was adjusted while the patient was in the ER from (B)(6) 2024 because someone from the ER contacted the patient's managing hcp. On (B)(6) 2024, the patient was at vanderbilt and the hcp decided to do an MRI, but they changed their mind because the patient knew their name and date of birth, and they had good arm and leg movement. On the morning of (B)(6) 2024, the patient had 2 seizures at 2 o'clock and 4 o'clock, and they banged their head against the floor and door. They called an emt, but the patient was taken to jail because they were "talking nonsense." The jail thought the patient was on drugs, but the patient was not on drugs. Once the patient was out of jail, the consumer took them to the hospital for a CT scan but the patient wandered off because they were still confused and "out of it." They eventually found the patient and brought them back to the hospital. The hospital arranged to have the patient meet with a psychiatrist on (B)(6) 2024, but the psychiatrist called them and said the patient did not have a psychiatric problem. The stated that the patient got fluid drained from their spine, then they got an MRI. The caller stated that the ins was turned off for the MRI, then it was reprogrammed after the MRI. The patient was sent home on (B)(6) 2024 and was going to see another doctor for a different issue, but they were talking crazy again. The plastic surgeon felt threatened because the patient started "talking like crazy - like he was going to kill a person because of this and this." The neurology department at the hospital would not respond to messages and refused to see the patient except if they were admitted to the ER. The patient does not have any appointments until (B)(6) 2024, but that appointment will be with a neurologist who does not specialize in dbs. The patient continues to have headaches, seizures, pain, aggressiveness, anger, and mania. Prior to this event the patient was a "pretty sensible guy" and never acted this way before. Further clarification was asked regarding relationship and it was stated it was unknown whether the symptoms were related to the device/therapy. The patient has stopped taking medication and has had an increase in seizure activity. The patient¿smother believes that the deep brain stimulation (dbs) is affecting the patient and causing all these symptoms because the patient used to be a ¿non-violent, kind, and compassionate¿ man. The patient has been ¿dismissed¿ from the hospital so obtaining records on the patient is very difficult. The cause of the symptoms was unknown, but the potential cause of the symptoms were the patient¿s increase in seizure activity as well as the patient not taking their seizure medication. The spinal tap was done due to the patient having headaches and they were trying to relieve these. The patient¿s mom believed the headaches were due to the device and the ¿high amount of pollen¿ because of the changing times, but the true cause of the headaches wasn¿t known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer who reported they had a persistent buzzing/ringing in their ear from the device and it was giving them an earache. The patient spent 5.5 hours in the emergency room and they couldn¿t do anything for them because no one could touch it. In january the healthcare provider adjusted the patient¿s settings and told the patient they couldn¿t be seen until april. On october 22nd the patient met with the manufacturer¿s representative (rep) where they said the settings were too high, but the neurologist wouldn¿t turn the settings down and they haven¿t slept for days because of this. During the call the consumer connected to their settings and saw the ¿not connected¿ screen and the programmer was not properly controlling their implant. When the patient was able to connect they saw therapy was off. The patient mentioned seeing a new physician due to episodes of mania, violent outbursts, and hallucinations which were a result of their dbs therapy.